Event description:
Customer reported a cartridge alarm issue, which did not adversely impact their blood glucose level. Technical support determined that the pump needed to be replaced and arranged for a replacement to be sent with updated software. Customer was advised to switch to a multiple daily injection (mdi) method to ensure continued insulin delivery and was instructed on returning the faulty pump. Customer agreed to the instructions and acknowledged understanding of the process, including programming settings and connecting their continuous glucose monitor to the new pump.